Event description:
A report was received that the patient was experiencing pain at the ipg/lead site and was admitted at a hospital. The patient had an infection at the pocket site. During hospitalization, the infection site was irrigated and the patient was given keflex antibiotics. The physician believes the infection was not device or procedure related. The patient underwent an explant procedure. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg/lead site and was admitted at a hospital. The patient had an infection at the pocket site. During hospitalization, the infection site was irrigated and the patient was given keflex antibiotics. The physician believes the infection was not device or procedure related. The patient underwent an explant procedure. No further information will be provided to bsn.

Manufacturer narrative:
Additional information was received that the patient did not undergo an explant procedure.